Event description:
It was reported that the customer experienced an issue with the sensor. The customer stated that the insulin pump alarmed meter blood glucose now, indicating that she needed to calibrate. The customer was educated on recommended sensor use and was advised that the sensor be replaced. She also reported inaccurate sensor glucose readings, which were off by 150 units. The blood glucose reading was not provided. Nothing further reported.

Manufacturer narrative:
One opened and used sensor was inspected and the needle hub was found separated from the base. The insertion test could not be performed and the sensor passed the bicarbonate buffer test with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2015-97390.